Manufacturer narrative:
Log file analysis revealed 5 controller power ups. The first controller power up and motor start event occurred on (B)(6) 2015 at 01:05:07. (B)(4) was attached to power port 1 with 97% rsoc and (B)(4) was attached to power port 2 with 26% capacity. No abnormalities were noted in the logs before the reported event. Log file analysis also revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed 5 controller power ups. Log file analysis also revealed multiple premature switching events. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a no power alarm lasting only 5 minutes when both power sources were removed from the controller. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened internal investigations to evaluate these types of issues. The most likely root cause of the insufficient no power alarm duration is a loss of capacity of the controller's internal nimh battery. No issues were found during testing for (B)(4) that could have contributed to the reported event. This is report one of two reports (3007042319-2015-04131 and 3007042319-2015-04132) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was provided: there was damage to the controller; the power ports were loose. The screen went blank when low battery was disconnected. The word "watts" was missing a part of the lcd characters. The issue was resolved with controller and battery exchange. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-04131 and 3007042319-2015-04132) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-04131 and 3007042319-2015-04132) submitted for devices related to the same event.

Event description:
It was reported by the patient that he experienced a "possible controller shut down". The patient's son states that during the exchange of battery 2, the controller screen went blank, and there was no audible alarm heard. Battery 2 reportedly had 1 bar remaining and battery 1 was fully charged. The patient reported feeling dizzy during the loss of power. The site exchanged the controller and battery. Investigation is ongoing. This is report 1 of 2.